Event description:
It was reported that the patient's pump was explanted due to an undefined infection (no organism specified). There was no information provided regarding the type, concentration or dosage of medication used in the patient's pump. No further details, patient symptoms or outcome were provided. Additional information was requested, but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).